Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the force bipolar instrument "snagged" on bowel tissue three separate times causing injuries. The site robotics coordinator who was present during the procedure provided information that she discussed the event with the surgeon post-operatively . The surgeon stated that he was attempting to reduce the hernia robotically and had a prograsp forceps instrument in one hand and a force bipolar instrument in the other hand when the force bipolar instrument snagged the bowel with the wrist/joint of the instrument causing an injury three separate times. The bowel injuries were repaired with suture robotically. The force bipolar instrument was successfully removed from the cannula with no issues and replaced with a new force bipolar instrument. There were no reports of the instrument jaws being misaligned, or not moving as intended. No additional tissue was resected due to this event. It was noted the repairs did cause a small delay no greater than 15 minutes. It was also reported that the procedure was later converted to open laparotomy as the surgeon was unable to reduce the hernia robotically due to the patient's anatomy. It was confirmed that the conversion to laparotomy was not related to the previous bowel injury. Along with the laparotomy, the patient required a right hemicolectomy due to a "dusky" bowel which was a subsequent incidental finding. It was confirmed that this additional bowel procedure was not related or due to the initial bowel injury with the force bipolar instrument. The patient was admitted to the intensive care unit (ICU) post-operatively due to the conversion to laparotomy and the additional procedure; the patient is expected to recover.

Manufacturer narrative:
The force bipolar instrument used during the event was received for failure analysis investigation. Failure analysis did not confirm the reported event. Visual inspection displayed no signs of physical damage. The instrument was placed and driven on an in-house system and passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument grasped and released without any issues on multiple attempts. The instrument was fully functional. There was no problem detected. Issues related to instrument errors or complications using the instrument reported by the user with no underlying product issue may be related to customer-induced problems. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This medwatch report patient identifier (B)(6) is for the bowel injury from the force bipolar instrument. A separate medwatch report with patient identifier (B)(6) was submitted for the report of the decision to convert to open laparotomy due to the patient's anatomy.